Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events cannot be conclusively determined through this investigation. Per additional information, the embolism occurred on (B)(6) 2015, which predates the patient implant date of (B)(6) 2017. No further information regarding the issue is available. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until they expired on (B)(6) 2024 (cs-194512). No product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including peripheral thromboembolic events, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. Under ¿anticoagulation," this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient has a history of pulmonary embolism. Additional information reported that the embolism occurred on (B)(6) 2015, which predates the patient's left ventricular assist device (lvad) implant date of (B)(6) 2017.

Event description:
It was reported that the patient has a history of pulmonary embolism.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.